Manufacturer narrative:
Product complaint #(B)(4). Patent identifier: (B)(6). This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to nonunion of humerus done in 2013. The patient was revised with a plate and vivigen. The procedure outcome is unknown. There was a patient consequence. This complaint involves eight (8) devices. This report is for (1) unk - screws: cortex. This report is 1 of 8 (B)(4).